Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the fill tubing step took longer than normal. Customer's blood glucose was in the 150's mg/dl. Tandem's technical support educated customer on fill tubing step.